Manufacturer narrative:
(B)(4). Sv 3.1e. On (B)(6) 2021 the customer alleged motor error alarm. Insulin pump received unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms. The original motor was removed and replace with a test motor. No anomalies was notice. Problem isolated the motor. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. Pump received with cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. Insulin pump received with motor error during rewind due to motor encoder signal out of phase. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.¿ however; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had motor error codes. Customer was able to clear the alarm and rewind the insulin pump. Customer stated that the insulin pump alarmed. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.